Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer¿s blood glucose level was 850 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer declined troubleshooting for high blood glucose event. The customer was treated with insulin drip for high blood glucose level. Customer experienced symptoms such as abdominal pain for high blood glucose level. The insulin pump will not be returned for analysis.